Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced infection/inflammation on both eyes (ou) at 1 day post op exam. A brief description from the surgery center indicated the left eye was more than the right eye. The patient¿s chief complaint was of pain and photosensitivity on left eye. Topical steroids were increased used to treat the symptoms. Pre-op; best corrected visual acuity (bcva) from (B)(6) 2016. Right eye pre-op 20/20 -6.00 x -1.00x 172. Left eye pre-op 20/20 -6.50 x -.75x 160.